Manufacturer narrative:
The reported problem had been previously reported under 2031642-2022-00275, at which time the customer declined the service recommendations provided by a philips remote service engineer (rse). The philips customer care center provided a new quote for service, however we are unable to confirm the corrective actions, nor the final disposition of the device because the customer declined service by not accepting the provided quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address:: reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from customer reporting the patient circuit is occluded on the v60 ventilator. It is not known if the device was in clinical use. There was no report of harm. The investigation is ongoing.